Event description:
It was reported that while advancing the subject coil within the microcatheter, it got prematurely detached in the shaft. Resistance was also noted in the catheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.